Event description:
A peritoneal dialysis (pd) register nurse contacted (B)(6) customer service to report a 10-803b-0 nitrile exam glove large. Register nurse (B)(6) stated that the patient had an allergic reaction to the (3) medium nitrile gloves that she received on 7/3 from denote (B)(4) and order (B)(4). Register nurse stated that they had to give the patient prednisone for the allergic reaction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).